Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: transcutaneous electrical nerve stimulation electromagnetic interference in an implantable loop recorder. Journal of arrhythmia. 2018;34:96¿97. Doi: 10.1002/joa3.12009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an implantable cardiac monitor (icm). The article reports the patient recalled using transcutaneous electrical nerve stimulation (tens). It was reported that the icm exhibited oversensing. The clinic was made aware of this interaction leading to an irregular detected rhythm and the device remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding author indicated there was not a device malfunction but rather detection of electromagnetic interference (or muscle fasciculation) induced by tens. There was no restriction for the patient to use tens and there was no impact on the device. No further product information was provided. No patient complications have been reported as a result of this event.